Event description:
It was reported that the customer had high blood glucose levels of 325 mg/dl. The customer reported being involved in a motorcycle accident and was worried about the physical damage to the insulin pump. The customer reported that the insulin pump had damage in the form of deep scratches and cuts. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, scratches on lcd display window, cracks on the reservoir tube lip, crack on the key pad overlay, and scratches on the case. Performed full drive test noted (a33 nffa at1.5), occlusion 7 pass at2.55u, fail idle at 1.183 ma. Battery need to charge c14.(B)(4)